Event description:
A customer in canada notified biomérieux of a misidentification of klebsiella oxytoca for raoultella ornithinolytica in association with vitek ms instruments (ref. 410895, serial number. (B)(4). Customer reported to have discrepant results, vitek ms identified as raoultella ornithinolytica and alternative method identified as klebsiella oxytoca. Results are summarized below: sample: (B)(6). Vms result: raoultella ornithinolytica. Reference lab result: klebsiella oxytoca. There is no indication or report from the customer that this event led to any adverse event related to the patient's/user's state of health. Biomérieux created an internal investigation.

Manufacturer narrative:
An internal investigation was performed following notification from a customer in canada that they obtained a misidentification of klebsiella oxytoca as raoultella ornithinolytica. Investigation *fine tuning status good at the time of acquisition. However, fine tuning did not conform, several mandatory criteria were not met. *spot preparation quality the customer¿s spot preparation quality seems to be good. The calibrator ¿all peaks¿ values are homogeneous. *knowledge base (kb) review based on customer data information, the suspected identification (klebsiella oxytoca) is present in vitek ms kb v3.2. *sample data analysis according to data provided, the potential misidentification result was obtained from a spectra having a good number of peaks (53). In addition, the potential misidentification was obtained with a good identification score (1.13). Reprocessing the customer data with next vitek ms kb v3.3 (under development) and saramis kb v4.17 (ruo) reproduced the vitek ms customer results as raoultella ornithinolytica. The customer believed the organism to be klebsiella oxytoca. The sample submitted from the customer was sequenced (reference method for identification). The customer strain (lab ID: (B)(6)) was identified as raoultella ornithinolytica based on gyrb-enterob sequencing; confirming customer and qc lab vitek ms results. *expected identification after investigation raoultella ornithinolytica (base on gyrb sequence analysis) conclusion based on these findings, the vitek ms functioned as intended and gave the correct identification as raoultella ornithinolytica.